Event description:
An altitude alarm was reported on the pump, causing insulin suspension due to the altitude alarm condition. There was no reported impact on the customer's blood glucose level during the event. Technical support instructed cleaning the speaker holes and attempting to resume insulin delivery, which was unsuccessful. The customer was then advised to load a new cartridge, but the alarm persisted. Subsequently, technical support decided to replace the pump and cartridge, with instructions given for the return and transport of the faulty pump. The customer did not disclose the type of backup insulin therapy being used during this period.